Event description:
It was reported that pericardial effusion and perforation occurred. A left atrial appendage (laa) closure procedure was being performed and a 27mm watchman flx pro laa closure device and a watchman trusteer access system (was) were selected to be used. Ablation was successfully completed on the right side, followed by transseptal puncture (tsp) and ablation on the left side. The faradrive catheter was exchanged for the was. Pigtail contrast was injected through the was sheath. Upon unsheathing the closure device, a large leak was noted, the closure device was recaptured. The closure device was redeployed and the patients' blood pressure dropped, and a large 2cm growing effusion was detected. A pericardial drain was inserted and over 1.5l of blood was removed and cardiac resuscitation measures (crm) were initiated. Surgery was called, extracorporeal membrane oxygenation (ECMO) was started, and protamine was administered. The closure device was released, and the patient was transferred to surgery, where the physician placed a patch over the perforated end of the closure device. The patient successfully made it through surgery but has not been discharged due to signs of infection and is still recovering from open-heart surgery.